Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Lot number/expiration date - unknown. Date implanted - approximately seventeen years ago, exact date is unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total shoulder arthroplasty approximately seventeen years ago. Subsequently, a revision procedure was performed (B)(6) 2013, due to wear of the polyethylene liner. The poly liner was removed and replaced.